Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely use related due to improper technique. Complaint device not returned for investigation. Added- h6 impact code 4627.

Event description:
The complainant reported the patient was on impella 5.5 support and there was impella in aorta alarms. The doctor attempted to float the pump back across the valve without success. The pump was explanted. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.